Event description:
The complainant reported the patient was on impella cp support due to non-st-segment elevation myocardial infarction. While on support, there was decreased flows and position alarms. The pump was repositioned. Additionally, the patient experienced significant ectopy including several sustained runs of ventricular tachycardia. The echocardiogram showed the impella against the lateral wall and multiple attempts were made to optimize positioning with the final decision to secure it with the left ventricle measuring at 2.9 centimeters free of ectopy on p-7 with 3.1 liters per minute. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. The pump was not returned for investigation. Data logs showed several suction and impella position in aorta/ventricle alarms at the start of the case, with noted low pump flow. Data logs confirmed good pump flow later during the case run without any alarms. As per the clinical information, adjustments were made to the impella position, and pump flow improved. Several sustained runs of ventricular tachycardia (vt) were experienced during the case run. The cause of the low pump flow issue was improper positioning of the device, as verified by clinical review. Data logs also confirm the flow improvement following repositioning. The positioning issue failure mode was removed, as it was addressed as a cascading event under low pump flow due to improper technique. As the necessary information was not provided, the root cause of the vt was not determined.